Event description:
On (B)(6) 2020, the patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for pseudoaneurysm at the distal anastomosis. On an unknown date, aneurysm diameter enlargement due to suspected distal type I endoleak and was observed. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure. (This information was reported to FDA on (B)(6) 2021: manufacturer report number (B)(4). Reportedly, during a review of the reintervention on (B)(6) 2021, an access vessel rupture in a right femoral artery was noted. No treatment for the rupture was reported. The cause of the rupture remains unknown.

Manufacturer narrative:
(B)(4). The cause of the vessel rupture is unknown. Additional information was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. The cause of the vessel rupture is unknown. Additional information was requested but was not available. Code f28 was used to cover the following: no treatment was required. The event is ongoing. The physician is monitoring the patient. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.